Event description:
It was reported that the right ventricular (rv) lead exhibited polarity switch and high undefined impedance. There was no rv capture bipolar. The lead was explanted and replaced. The new rv lead exhibited high impedance intraoperatively. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5146376.